Event description:
She was implanted with inspire device for obstructive sleep apnea management. She did well initially but began having sensations of jolting and stimulation even with it turned off after she underwent dental drilling. She has continued to have these issues on and off, in addition to pain around the generator.